Event description:
T was reported that the patient had a replacement on (B)(6) 2020. Post-op diagnostics were within normal limits following the replacement. The patient had a significant fall on (B)(6) 2020 and since then, the patients parents have noticed significant increase in the patients seizure frequency. The patient was seen in clinic on (B)(6) 2020 and presented with high lead impedance and low output current. The physician believes that the lead may have been fractured or the lead pin could have been dislodged from the fall. Ap chest x-rays for patient were reviewed by the manufacturer. The generator was normally placed in the upper left chest. Feedthru wires are intact. There are no visible discontinuities or sharp angles in the imaged portion of the lead. The lead pin does not appear to be fully inserted past the second connector block and a larger than normal portion of the lead can be seen before the first connector block. Additional information was received from the rep noting that the patients hli resolved during surgery when the lead pin was re-inserted. No other relevant information has been received to date.